Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The cartridge lot number was not provided and the log files were not available for review in order to identify or confirm cautions and alarms that occurred during the event. The nxstage one user guide states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. The device history record for the involved system one cycler was reviewed. No manufacturing deviations were noted and no parts were replaced related to the reported event.

Event description:
The htn reported that the patient had significant blood loss during hemodialysis treatment. The patient was admitted to intensive care in critical condition and expired two days later.